Event description:
Patient was injected in the malar region of cheeks with radiesse dermal filler. Immediately after the injection, the patient started developing signs of a necrosis.

Manufacturer narrative:
During the follow-up with the registered nurse, it was reported that the patient developed a superficial necrosis. The registered nurse administered hot and cold compresses and applied neosporin. Additional treatment recommendations were provided by the consulting physician.